Event description:
It was reported that during the implant procedure, the chronic competitor atrial lead impedance was normal via the analyzer, but once connected to the device, there was high impedance up to 3000 ohms and noise. After cleaning the connections and using medical adhesive in the atrial grommet, atrial impedance was around 400 ohms but noise continued. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.